Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
A1059 mayfield skull clamp unit slipped during a procedure and caused a laceration. Add'l info has been requested.